Event description:
It was reported the patient has not used or charged his ipg in approximately 2 months. Subsequently, the patient's ipg became inoperable. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and external devices. Surgical intervention may be pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.